Event description:
An instrument broke. The customer does not know how it was broken, but believes that it was discovered prior to the procedure and that the procedure was completed with another instrument. No further details were provided. No patient harm, adverse outcome or injury was reported.